Event description:
Patient with (adapta) that had an atrial polarity switch due to low impedance on (B)(6) 2023. Patient has a 2002 guidant lead. Could this be an insulation issue? This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).